Manufacturer narrative:
Initial reporter zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported rupture on the left side. Device location is unknown.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: -rupture: not observed in the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
The device has been explanted.